Event description:
It was reported while using a therapy cool flex catheter during a right ventricular outflow tract-ventricular tachycardia (rvot-vt) ablation procedure, the catheter could not be removed through the introducer. The ensite array catheter was used and the unipolar electrogram (egm) suggested a left-sided foci. The physician accessed the arterial side to map the left ventricular outflow tract (lvot). The catheter was advanced up the descending aorta and prolapsed before reaching the aortic valve. The catheter became stuck in a curled position and would not straighten out. The physician spent 15 minutes attempting to straighten the curl; however, was unsuccessful. The physician then attempted to remove the catheter from the pt several times; however, the catheter would not withdrawal into the sjm maximum 8f introducer. Finally, the physician cut the catheter near the handle and removed the introducer. Next, a non-sjm sheath was inserted over the curled tip of the catheter which caused the catheter tip to straighten. The physician was then able to remove the catheter from the pt. The physician introduced a diagnostic catheter and mapped the lvot. No further lesions were ablated as it was determined the tachycardia was not from the lvot and the case was stopped. There were no adverse consequences to the pt.

Manufacturer narrative:
A therapy cool flex catheter was received fro evaluation. Visual inspection revealed the catheter was received with the shaft cut in two pieces which limited the investigation. The cut on the shaft was 2.5 cm from the distal end of the handle. Also, the luer extension tube was broken at the handle edge and the fluid lumen was detached. No further anomalies were noted. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed non non-conforming material reports as well. The root cause classification cannot be determined as a complete evaluation could not be performed.